Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the minute ventilation (mv) feature in this pacemaker was programmed too aggressively. When rythmiq episodes were reviewed, it revealed that the pacemaker was driving the pacing rate up to a maximum sensed rate (msr) in the 120 bpm range. It was reported that this occurred while the patient was walking. Technical services (ts) discussed programming recommendations. There was a plan to bring the patient into the clinic to complete troubleshooting. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Investigation determined that the minute ventilation (mv) sensor in ingenio devices has the potential to increase the pacing rate to the maximum sensor rate more quickly than expected. As a result, a software update was released in 2013 that reduced the minimum mv response factor settings and re-distributed the remaining mv response factors to provide a consistent change in sensor rate across the range of mv response factors. This corrective action is expected to reduce, but not eliminate the occurrence of this behavior.

Event description:
It was reported that the minute ventilation (mv) feature in this pacemaker was programmed too aggressively. When rythmiq episodes were reviewed, it revealed that the pacemaker was driving the pacing rate up to a maximum sensed rate (msr) in the 120 bpm range. It was reported that this occurred while the patient was walking. Technical services (ts) discussed programming recommendations. There was a plan to bring the patient into the clinic to complete troubleshooting. This device remains in service. No adverse patient effects were reported.